Event description:
A customer reported that the pump battery life was shortened and the battery closure was prone to breaking, which necessitated an upgrade of the pump due to a sensor change. There was no adverse impact on the customer¿s blood glucose level. Customer technical support (cts) attempted to follow up with the customer multiple times via email and phone; however, after receiving no response, they decided to close the case.